Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an error message was displayed. Medtronic technical services explained the error to the caller, but the caller could not duplicate the error. No information was received indicating patient involvement.